Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00975. (B)(6) clinical study. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented with chest pain in the center of the chest and the left axillary. The patient reported to have irregular heartbeats, dizziness and shortness of breath with exertion. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 95-99% stenosed and 20mm long de-novo target lesion was located in the proximal left anterior descending artery extending to the mid left anterior descending artery with a reference vessel diameter of 3.1 mm. The target lesion was treated with pre-dilation and placement of a 3.00x24 mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pains and was treated with placement of an ion stent in the mid right coronary artery. In (B)(6) 2013, the patient presented with sharp chest pain which lasted for 1-2 minutes. The patient stated that the pain starts under the left arm and radiates to the chest and up to the left side of the neck. The patient also reported shortness of breath associated with activity. The patient was diagnosed with unstable angina and was hospitalized the same day. Cardiac catheterization was recommended. Coronary angiography revealed 70% proximal stenosis; 50% in-stent restenosis of previously deployed study stent in mid left anterior descending artery. This was treated with placement of 3.50 x 24 mm promus element stent, resulting in 0% residual stenosis. A 30% in-stent restenosis was also revealed of the ion stent in the mid right coronary artery. It is unspecified how the ion stent was treated. The following day the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.